Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and driveline disconnect alarms was able to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 32 days (20apr2023 ¿ 22may2023 per timestamp). The controller recorded intermittent power cable disconnect and low voltage advisory alarms that were associated with a power source exchange due to power cable faults, occurring on the white power cable. The power cable disconnect alarm activated with these events as well. The alarms occurred while the controller was connected to battery power. These atypical alarms occurred at the time stamps of (B)(6) 2023 at 09:33:05 ¿ 11:25:09, and (B)(6) 2023 at 06:39:29 ¿ 06:58:12. The alarms persisted for several minutes before clearing. A pump stop was recorded on (B)(6) 2023 between 10:52:56 ¿ 10:54:41 and the driveline was disconnected. The driveline was reconnected to the controller and the pump was able to restart as intended. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the serial number of the controller , and if the power cable disconnect alarms resolved. Additional attempts were made asking why product was exchanged and what other products were exchanged at the clinic. Additionally, it was asked if the serial numbers of the products that were exchanged could be provided, and if any products will be returning; however, no response was received. No controller exchange took place as the driveline was reconnected to the primary controller . The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the system controller were unable to be reviewed due to the serial number being unknown. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the 14v battery clips and 14v batteries. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the driveline was disconnected briefly and was replaced in the clinic. The log file confirmed the driveline disconnect alarm on (B)(6) 2023 at 1052 where the driveline appeared to be momentarily disconnected from the controller. Related MFR # for the pump: 2916596-2023-03238.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.